Event description:
A non-health care professional reported during the intraocular lens implantation a scratch was observed on the lens. Additional information has been requested and received stating the crack on the lens was observed when inserted into the eye.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was broken/torn in the gusset area (returned). The optic was torn/split/cracked (possibly cut) into pieces. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified associated cartridge and handpiece. The viscoelastic was not provided. It is unknown if a qualified product was used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).